Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent post-meal hypoglycemia and requested a factory reset after perceiving that the system had not adapted to their meal announcements; review of reports indicated inconsistent meal announcing early in use and announcing during elevated glucose, followed by reverting to no announcements, which was associated with subsequent elevated glucose and an overnight low to 58 mg/dl. Symptoms included sweating. Outcomes included self-treatment with two fruit snacks, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user and review of device-reported glucose alerts. Investigation of this case revealed hypoglycemia with an unclear cause, with user behavior related to meal announcements and possible insulin stacking identified during review, and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.